Event description:
The hospital noticed post-operative breakage of the implanted plate. The broken plate is still implanted. There were no adverse consequences for the pt and no delay in surgery or anesthesia time.